Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, it was noted that the bottom of the cartridge leaked. Reportedly, the cartridge was filled with over 480 units (near 500 units). The customer was unsure if the reported issues impacted their blood glucose level. The customer loaded a new cartridge.